Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a pinhole was found near the catheter's funnel on the day of use. Per additional information from the ibc via email on 24sep2019, a crack was found on the shaft of the catheter about 1 cm from the bottom of the bifurcation.

Manufacturer narrative:
The reported event was confirmed. The product was used for diagnostic and treatment purposes. The device did not met specifications per the standard, which states that the shaft must not be damaged or pinched. Visual evaluation of the returned sample noted one opened (without original packaging), temperature sensing silicone foley catheter. Visual inspection noted there a hole over the drainage lumen. The hole was measured to be (0.0865") noted over the drainage lumen 0.4045" from the trifurcation. This is a failure per the standard which states that the shaft must not be damaged or pinched. The catheter was confirmed to be size 14 fr. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be "damage core pin or insert. Hit insert against the mold or the table." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: patients who are or have been allergic to natural rubber latex. Patients with known allergy to silver-containing catheter". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a pinhole was found near the catheter's funnel on the day of use. Per additional information from the ibc via email on (B)(6) 2019, a crack was found on the shaft of the catheter about 1 cm from the bottom of the bifurcation.